Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for follow-up, inappropriate shocks due to atrial fibrillation with rapid ventricular response were observed. Recommended programming changes will be discussed with the physician. Patient's condition was stable. No further information was available.